Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the numbers on the insulin pump are ramping or the scroll bar was moving up or down without no input by user. Customer's blood glucose was 168 mg/dl. Anomaly was occurring during normal use. Customer was advised the device needed to be returned. The device is being return for analysis.

Manufacturer narrative:
The insulin pump had intermittent esc, act and up buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.